Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 the ¿backside of the pump was really sore and painful,¿ and the ¿pump hurts.¿ the patient reported they spoke with a healthcare provider who thought the fluid, or medicine, was "not going," and they thought it was "running a cross a nerve." The patient said the pain was getting stronger and stronger. The patient also reported area was soft, like there was fluid there, and indicated they though their pump was leaking. It was indicated the issue began about two weeks earlier. The patient was redirected to their healthcare provider. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). ¿no problems¿ were noted.